Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). Medical device: 11-104113, m2a-magnum modular head, (B)(4).

Event description:
It was reported that the patient underwent left total hip arthroplasty. Subsequently, the patient underwent a revision procedure due to patient allegations of pain and periprosthetic femur fracture after a fall. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The reported event was confirmed based on medical records provided. No device or photos were received; therefore the condition of the device is unknown. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.